Event description:
It was reported that doctor had a patient come into his office with a painful hip and a notable clunk. Dr. Made the determination to revise the previously implanted components after examination. The patient had surgery to replace these components on (B)(6) 2014. The patient was revised through an anterior lateral incision. Before removing the head and liner dr. Excised garish colored tissue in and around the hip joint. A stryker alumina head and liner were removed from the patient. The head had black and gray markings on the surface. The liner had similar black and gray markings. The liner also appeared to be chipped on the rim where the alumina ceramic and metal met.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a ceramic was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection noted the articulating surface contained an area of chipping. Wear indications and metal transfer markings were observed at multiple areas on the surface. The female taper contained a continuous metal transfer marking, an indication that the trunnion was likely properly seated in the taper. The material analysis report concluded: the material damage on the insert and the articulating surface of the head were consistent with damage due to edge-loading . The material damage observed on the sleeve rim is likely due to contact with the stem neck. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: records were not provided for review. Device history review: review of the device history records for catalog: 17-2800e that includes lots: 4801701, 4117601, 6056301: records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of the fracture could not be determined based on the information available. The material damage on the insert and the articulating surface of the head were consistent with damage due to edge-loading. The female taper contained evidence of proper seating with the trunnion. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that doctor had a patient come into his office with a painful hip and a notable clunk. Dr. Made the determination to revise the previously implanted components after examination. The patient had surgery to replace these components on (B)(6) 2014. The patient was revised through an anterior lateral incision. Before removing the head and liner dr. Excised garish colored tissue in and around the hip joint. A stryker alumina head and liner were removed from the patient. The head had black and gray markings on the surface. The liner had similar black and gray markings. The liner also appeared to be chipped on the rim where the alumina ceramic and metal met.